Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse investigated the hard disk drive and found that it was defective. The system bios was reset and this appears to have resolved the reported issue. The system was tested and found to be working as intended and returned to service.